Event description:
Customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. On (B)(6) 2025, the customer went to the emergency room (ER) and was subsequently admitted to the hospital for the repeat occlusions with a bg of 444 mg/dl. Customer was treated with intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. Reportedly, there was no permanent damage to the customer. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the hospital release date, however, no response was received.